Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that this patient experienced recurring critical battery alarms on the same port of controller with multiple batteries. There was no reported patient injury as a result of this event. The controller (B)(4) and batteries (B)(4) were returned to the manufacturer for evaluation. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms and power switching events involving batteries (B)(4), and instances where power disconnect alarms occurred on the ps2 port. The returned controller passed functional testing, but failed visual inspection as a result of a defective latch pin on ps2 port. The batteries reported in this complaint were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required actions; therefore, the devices were not available for analysis. Complaints of this nature will continue to be tracked and trended. The most probable root cause of the reported event may be attributed to a combination of the power source connector damage found during testing and a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2014-00485, 3007042319-2016-00101 and 3007042319-2016-00102) submitted for devices related to the same event.

Event description:
It was reported from the united states by the ventricular assist device (vad) coordinator that this patient experienced recurring critical battery alarms on the same port of controller with multiple batteries. The facility removed the batteries and controller from service and provided the patient with replacement devices. There was no reported patient injury as a result of this event. The batteries and controller were returned these to the manufacturer for evaluation.